Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during regular inspection work the cardiosave intra-aortic balloon pump (iabp) alarm occurred. The device did not start up properly. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5. Fse states, when started during inspection work, an alarm sounded, and the device did not start up properly. When the log was checked, error code #139 was found to have occurred. Checked the pmb connection according to the service manual. Cleaned the connection and reconnected. No further issues have occurred since then. No patient involved and harm occurred.

Event description:
It was reported by getinge fse that during regular inspection work the cardiosave intra-aortic balloon pump (iabp) alarm occurred. The device did not start up properly. Error code #139 occurred. There was no patient involvement.